Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. It was noted that progressing in the application software did not revert the orientation of the images.

Event description:
Medtronic received information that, while in a spinal fusion, the patient orientation was flipped on the navigation system following an image acquisition. The site progressed to navigation in the application software and the orientation corrected without prompt from the user. It was noted that the ap and lateral images were flipped. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs and archive from the procedure were reviewed by medtronic personnel. The behavior discovered was consistent with an anomaly in the medtronic navigation software anomaly tracking database.